Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("extreme, debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), loss of libido ("no sexual drive"), headache ("migraines / headaches"), fatigue ("fatigue"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("back pain"), abdominal pain ("abdomen body pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). The patient was treated with surgery (robotic partial hysterectomy) and surgery (robotic partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, loss of libido, headache, fatigue, back pain, abdominal pain and urinary tract infection had resolved and the migraine, dysmenorrhoea, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several years and continuing, plaintiff sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Patient's demographics was added. Date of insertion was updated. Concomitant condition was added. Added event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, no sexual drive, uti, headaches, fatigue, back pain, abdominal pain, weight gain, she did not undergo an essure confirmation test. Updated outcome of events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("extreme, debilitating menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plantiff undergo a partial hysterectomy and removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, migraine, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. The reporter commented: over the next several years and continuing, plaintiff sought treatment on multiple occasions for symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.